Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was unable to retrieve the component. The hosp has reported no pt injury occurred.